Manufacturer narrative:
The device referenced in this report was returned to siemens for investigation. During visual inspection, a lens damage and articulation sleeve contamination were observed. Engineering conducted a functional system test and the reported usacquisitionhw_31 error was able to be reproduced. A factory leakage test was performed and it passed at full level. Based on the investigational findings, the root cause of the reported system error was attributed to electrical component (fpbc) micro crack due to gastro flex thermistor reliability issue. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that while the transducer was initializing, it generated a usacquisitionhw_31 error message. The error was displayed in the middle of a transesophageal echocardiography (tee) procedure. The user did not reboot the ultrasound system but used a new transducer to repeat and complete the tee. There was no loss of data and there was no patient adverse event reported. No additional information was provided.